Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - photo was sent that showed the foreign matter in the blister packaging. Retain samples were visually inspected. No foreign material was seen in the packaging. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #14e07. Conclusion - it is conceivable that the reported event was caused because the cleaning with adhesive roller was insufficient and the hair on the cloth was left at that time, and the hair was dropped in the blister pack. Countermeasures were taken to prevent recurrence of hair mixing.

Event description:
It was reported that a hair was found inside the blister packing of a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter. No injury or medical intervention reported.